Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch veriopro meter was reading inaccurately erratic. The customer care advocate contacted the patient on (B)(6) with follow up questions from the medical surveillance specialist and obtained the following information. The patient alleged that the product issue began on the morning of (B)(6) after opening a new vial of test strips. The patient reported obtaining blood glucose readings of 138mg/dl and 431mg/dl, within 20 minutes of each other. Based on statistical methodology these reading exceed lifescan's criteria for precision. The patient manages their diabetes with self-adjusted insulin. The patient reported taking 3 units of humalog insulin in response to the reported high reading. The patient reported feeling a little tired which they associate with hypoglycemia. The patient stated that they ignored this symptom due to the high meter reading. The patient reported that soon after they fainted in their car. They reported that "everything around seemed blurred". The patient was in the car with their son. The son stated that the patient did not lose consciousness but was "in a weird state like half-conscious and looked haggard and ghastly". The son treated the patient with 20 centiliters of orange juice. The patient reported that their neighbour, who is a nurse, tested their blood glucose on another meter and obtained a reading of 30mg/dl. The patient reported testing their blood glucose again when they were home and obtained a reading of 375mg/dl on the subject meter. The patient reported opening a new vial of test strips and testing their blood glucose again. The patient reported a reading of 74mg/dl on the subject meter. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner's booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient suffered a serious injury related to hypoglycemia after the alleged issue began.

Manufacturer narrative:
This supplemental is being sent to include information that was not submitted within the previous supplemental: a device history record review was also performed on the test strip lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips failed testing. The reported issue was confirmed; the test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture that than expected from normal use (as per product labelling). In addition a secondary issue was noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. (B)(4).